Event description:
It was reported that due to a crack, the pump usb port was loose, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.